Event description:
New information noted the patient was brought into clinic. Bluetooth telemetry was reset and connection was successfully restored. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient contacted technical services. During troubleshooting, it was determined the patient could not establish a connection between their implantable cardioverter defibrillator (ICD) and phone. No changes or interventions were reported. There were no patient consequences.